Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks. The patient was reported to have received an previous inappropriate shock three months prior as well. Review of the episode noted oversensing of noise. The s-ICD was reprogrammed to the alternate vector and remains in service. No adverse patient effects were reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks. The patient was reported to have received an previous inappropriate shock three months prior as well. Review of the episode noted oversensing of noise. The s-ICD was reprogrammed to the alternate vector and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated this s-ICD kept delivering inappropriate shocks to the patient. Surgical intervention was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.